Event description:
Pc only; outbound, pt reported several small, white, opaque pieces that looked like plastic in the ICU medical cadd legacy pump tubing lot # 4339721 that was placed on this morning. No further details provided. (B)(4).